Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered an alert due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Review of device data/settings revealed split configuration, indicating a previous ra lead safety switch (lss) due to high out-of-range pace impedance measurements greater 3,000 ohms in (B)(6) 2020. It was suspected that the outer conductor had fracture first prior to the lss in (B)(6) 2020, and now the inner conductor may have fractured. Review of stored episodes and the presenting electrogram (egm) revealed noise with oversensing and pacing inhibition, and loss of capture (loc) concerns. Technical services (ts) recommended further evaluation and chest x-rays. This ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered an alert due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Review of device data/settings revealed split configuration, indicating a previous ra lead safety switch (lss) due to high out-of-range pace impedance measurements greater 3,000 ohms in august 2020. It was suspected that the outer conductor had fracture first prior to the lss in august 2020, and now the inner conductor may have fractured. Review of stored episodes and the presenting electrogram (egm) revealed noise with oversensing and pacing inhibition, and loss of capture (loc) concerns. Technical services (ts) recommended further evaluation and chest x-rays. This ra lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced due to lead fracture and high thresholds. No additional adverse patient effects were reported.